Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information , to update , and to provide the completed investigation. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly and hemostasis sheath were received for analysis. No other accessory components were returned. Visual inspection revealed no anomalies with the hemostasis sheath. The collagen was found stuck into the hemostatic valve. The deployment sleeve was in the forward lock position. The bypass tube was found dislodged at the distal end of the carrier tube assembly. The anchor was found to be stuck in the sheath. Functional testing could not be performed due to the collagen being exposed and stuck in the hemostatic valve. IFU states: with one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. To ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve. Maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used to close the right common femoral artery following a left heart cath procedure. The angio-seal would not advance through the angio-seal arteriotomy locator. When the device was pulled back, the suture and knot was stuck and hanging out. The user thought that the anchor was in that locator as well. The entire locator and device was removed and manual pressure was applied. There was less than 5ml of blood loss. The patient was in stable condition. The procedure was successful. Additional information was received on february 6, 2019. A 5fr sheath was used during the procedure. A pre-deployment angiogram was performed.